Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The customer stated that this medical event occurred two months ago. The date entered is two months prior to the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc device. The sensor prematurely detached and the customer was unable to monitor glucose levels. As a result, customer experienced a loss of consciousness. The customer was unable to self-treat, requiring an injection of glucagen by a healthcare professional for diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
An adhesive issue was reported with the adc device. The sensor prematurely detached and the customer was unable to monitor glucose levels. As a result, customer experienced a loss of consciousness. The customer was unable to self-treat, requiring an injection of glucagen by a healthcare professional for diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.